Event description:
The account's maintenance stated that none of the bed functions will operate and the svc required flashes an error code of 8. He found that the lh coiled cable was cut exposing bare metal wiring.

Manufacturer narrative:
The account's maintenance replaced the left coiled cable to repair the exposed wiring.